Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Per the customer the sample was discarded, therefore no evaluation could be performed for the sample. A follow-up report will be filed if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) said they had a se 2240 and a se 2367 alarm and prior to that an unknown reload the set (rls) alarm. The tsr explained the alarm and had the caregiver (cg) set up with new supplies. The tsr explained the se 2240 and the hp had not disconnected and had no used lines or leaks. The tsr advised them to let the registered nurse (rn) know about the alarms. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she did discuss the alarm with the patient the other day. Since then the patient has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 and his wife was able to resume therapy after starting over with new supplies the next day. The wife was able to finish therapy that day with manual supplies. He did not notice anything wrong with any of the previous supplies. Since then his wife has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).